Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation, chest pain. It was also reported that the implantable pulse generator (ipg) exhibited a suspected malfunction and the right atrial (ra) lead exhibited oversensing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.